Manufacturer narrative:
The mr2-102050 c/c blade, 50-80mm was returned without the mr2-002035-12 c/c blade gearhead and mr2-002035-13 c/c blade gearhead nut. It is possible the laser beam weld affixing the two broke and/or the mr2-002035-12 c/c blade gearhead pin or threads sheared under extreme distraction force. A definitive root cause could not be determined as the failed components were not returned for evaluation. No further details were provided by the reporter.

Event description:
On (B)(6) 2024, a patient underwent spinal surgery utilizing seaspine's fathom pedicle-based retractor composed of mr2-102075 c/c blade, 75-115mm and mr2-102050 c/c blade, 50-80mm. The superior c/c blade broke during use, causing a nut to fall into the surgical site twice. The nut was retrieved without complication. This resulted in a 45 min surgical delay. No additional anesthesia was required, surgery was completed within normal surgical timeframe. Seaspine was made aware of the delay on 6 may 2024. There was no impact to the patient. This report is for the mr2-102050 c/c blade, 50-80mm.

Manufacturer narrative:
The mr2-102050 c/c blade, 50-80mm has not been received and therefore could not be evaluated. No definitive root cause could be established at this time. No further details were provided by the reporter.

Event description:
On (B)(6) 2024, a patient underwent spinal surgery utilizing seaspine's fathom pedicle-based retractor composed of mr2-102075 c/c blade, 75-115mm and mr2-102050 c/c blade, 50-80mm. The superior c/c blade broke during use, causing a nut to fall into the surgical site twice. The nut was retrieved without complication. This resulted in a 45 min surgical delay. No additional anesthesia was required, surgery was completed within normal surgical timeframe. Seaspine was made aware of the delay on 6 may 2024. There was no impact to the patient. This report is for the mr2-102050 c/c blade, 50-80mm.